Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she the insulin pump is not delivering insulin properly; customer stated she had to change the infusion set. Customer reported that she experienced high blood glucose and had to treat with manual injection. Customer declined to troubleshoot. Blood glucose of 565 mg/dl. Nothing further reported.